Event description:
It was reported that the customer had a low battery alarm. Customer went to change the battery but could not get the battery cap off. Customer now has damage on the cap. Customer's blood glucose level was 400 mg/dl about 2 hours ago. Customer declined troubleshooting for high blood glucose levels. Customer's current blood glucose was now 156 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump if the battery is low. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.